Event description:
It was reported the device was used during a combined procedure: laparoscopic cholecystectomy-laparoscopic cystectomy-laparoscopic bilateral salpingo oopherectomy-laparoscopic appendectomy. It was reported the stapler had no staples in the cartridge. This was caught before it was fired. A new blue cartridge (tr35b) was inserted and the stapler worked fine. There was no consequence to the pt.